Event description:
The customer stated that their readings are erratic. They received readings of 53, 254, 187mg/dl within 65 minutes. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.